Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jul-11 : information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were getting an error message on their machine and the device was not operating as it should. Patient stated when they try to adjust the settings up or down they get settings not available cannot provide your desired intensity settings. Patient said they had been doing this for a while, around 6 months, and they just got aggravated with it so they hadn't been using it. The patient was redirected to their healthcare provider to further address the issue. 2025-10-22: additional information was received from the patient reporting the when asked for the cause of the settings not available message the patient stated that the system was replaced. The patient had it replaced 3 weeks ago. They said the device was not charging. The patient had recovered from surgery and no issues with the new device.